Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. A review of the diagnostic data showed the device temperature performed within the acceptable risk limits.

Event description:
Nevro received the following: patient reported burning pain at the ipg site. The patient was reprogrammed and in addition was asked to turn off the device if the pain persisted. Nearly 7 months after implant, the patient decided to explant the device. Nevro tried to get additional information; however nothing was available at the time of this report. There have been no reports of further complications regarding this event.